Manufacturer narrative:
The system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of exposed wires and a separated power connector was confirmed during the evaluation of the returned system controller (s/n: (B)(4)). The damage appeared to be a result of wear and tear or physical mishandling; however the root cause of the reported event could not be determined. The damage to the white power connector prevented the controller from connecting to a system monitor. The returned system controller was visually examined and a damaged white power lead connector was confirmed. The backshell of the white male connector was noted to be separated from the power lead and the wires connecting the backshell to the patient cable were separated. The analysis of the damage suggests there was a significant amount of mechanical force that separated the strain relief from the backshell portion of the connector, which also separated the inner conductors. Thoratec¿s approved labeling contains instructions to inspect all cables for signs of damage daily. In addition, thoratec¿s approved labeling provides information on how to make and break connections between the system controller connectors and its power source. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt experienced separation of the system controller "glue" has separated and wires are now exposed. The system controller was exchanged with another system controller.